Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The cgm reading was 70 mg/dl and the patient was treated with food and dextrose. Then the cgm decreased to 40 mg/dl and the patient took a blood glucose reading which was 450 mg/dl. Therefore, the patient was self- treated with 30 units of humalog (fast acting insulin). During the event, the patient was not having symptoms. After dosing the insulin, the patient experienced hypoglycemia and lost consciousness. The patient´s wife called the paramedics, and they treated the patient with IV dextrose (50 milliliters), they took a blood glucose reading which was 30 mg/dl. After the treatment, the bg went back to normal and was 120 mg/dl. At the time of the report the patient was stable and healthy. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.